Manufacturer narrative:
Attempts for the return of the product as well as additional information requests have been made in order to identify the product involved in the reported event. The customer indicated that the product used for this event was discarded and the lot/serial number was not available.

Event description:
It was reported that on (B)(6) 2017, (B)(6), met with the staff of (B)(6) hospital, picu (paediatric intensive care), (B)(6) to provide training with the new rd cables. The picu nurses reported that the white cable part of the sensor twists over on itself and causes dropouts. They also felt that the sensors did not last as long. The overall feedback was that the sensors were not as good as the lnop range. (B)(6) has also had other general feedback at the time of the transition to rd sensors from lnop where nurses at (B)(6) hospital would seek out lnop sensors in preference to rd for the above reasons stated. No consequences or impact to patient was reported.

Manufacturer narrative:
Additional manufacturing narrative: additional manufacturing narrative (if other): , corrected data: occupation: corrected from "(B)(6)" to "other".